Event description:
Reporter alleged the customers lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing would not retract. Reporter stated when the customer setting the system on the deepest finger puncture setting, the needle remains protruded and will not retract. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.